Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the reported malfunction is due to a faulty the bi-board which was attributed to accidental failure because 6 years and 1 month have passed since the manufacturing. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation of the asset monitor found there were intermittent image and front panel control functions due to a defective (bi) board. The monitor was repaired to specifications and returned to asset stock. A review of the asset's repair history showed the asset was last service on (B)(6) 2020; inspection only, no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly

Event description:
During a standard service inspection, the asset high definition liquid crystal display monitor was found to have intermittent image failures and intermittent front panel control functionality. There was no report of any problems associated with the device and there was no report of patient harm or involvement.